Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the reciprocating arm was shaky, the control bar was damaged and out of position, the thickness control lever was loose, and the machined head had damage that could affect device performance. The machined head, lever, reciprocating arm, eccentric shaft, bearings, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance and a repair was needed. At product evaluation investigation the thickness control lever was loose. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.